Manufacturer narrative:
The product was received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported to integra that the (B)(4) swivel assembly standard of the a2079 mayfield infinity xr2 base unit needed repair. Additional information has been received on 11jul2018 indicating that when connecting the swivel assembly to the skull clamp, it was suspected that the threads of the screw got cross-threaded. After the case was completed, the assembly was attempted to be disassembled for cleaning purposes and the screw from the swivel assembly broke. The device was in contact with the patient however, no injury or surgery delay was reported.

Event description:
N/a.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Unit received with the xr2 standard torque knob assembly knob broken off. The device history record in this complaint was reviewed; 73 devices were manufactured on lot 151 in 2015. No abnormalities relate to the reported incident was found nor were there any variances, mrr¿s or reworks associated with this lot that can be associated to this complaint event. The complaint is confirmed. Root cause is unknown however the most likely root cause of complaint event is: user applied torque to knob in excess of material strength of screw thread or combination of user torque and clamp support load exceeding screw thread strength. The knob is plastic. Plastic is commonly known to not behave like metal. Testing has shown that existing knob will break if too much torque or lateral force is applied. To prevent reoccurrence integra pd has implemented alternate radiolucent materials for knob to increase durability.